Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter the tubing was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: a nurse at the (B)(6) hospital found that the catheter was broken during the infusion, and blood came out from the extension tube. The hospital hopes that the company will find out the reason as soon as possible and give a reasonable explanation. Received an update from the sales representative, and the description of the incident was updated as follows: after the indwelling needle was successfully inserted, blood was found to come out.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2353981. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the affected sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter the tubing was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: a nurse at (B)(6) found that the catheter was broken during the infusion, and blood came out from the extension tube. The hospital hopes that the company will find out the reason as soon as possible and give a reasonable explanation. Received an update from the sales representative, and the description of the incident was updated as follows: after the indwelling needle was successfully inserted, blood was found to come out.